Event description:
It was reported that a pt underwent a surgical procedure on an unk date and experienced a sterile abscess. No additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). Abscess occurred. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.